Event description:
Customer reported unexpected negative reactions when testing a patient sample containing anti-fyb. Capture-r ready-screen (3) was used on the echo. Neither cell #I or cell #ii, homozygous fyb cells, reacted with the patient's sample.

Manufacturer narrative:
The presence of the fyb antigen was confirmed on retention crrs 3, lot r020.the returned customer sample exhibited reactivity with fyb(+) reagent red cells on retention crrs(3), lot r020 and capture-r ready-ID, lot dp026 .